Event description:
The reporter stated the surgeon implanted an 12.5mm icm125v4 implantable collamer lens on (B)(6) 2011 in pt's right eye. The pt experienced excessive vaulting associated with elevated iop and intermittent angle closure. Noted large patent iridectomies. Pt had been treated with steroid medications. Pt has pre-existing lattice degeneration. Lasered pre-operatively. The lens remains implanted. See MFR 2023826-2012-00209 for left eye.

Manufacturer narrative:
(B)(4).